Manufacturer narrative:
Subject device implanted, however, patient experienced complications and expired. The reported adverse event is documented in the device directions for use. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis is unknown. Predilation with a balloon catheter was performed, followed by implantation of the subject device (stent). Residual stenosis is unknown. The "...patient developed an intracranial hemorrhage during the procedure. Vessel perforation was reported during stent placement. Patient was treated with medications. Patient died in 2006."